Manufacturer narrative:
No button error alarm was during testing. However, buttons on the insulin pump were intermittently responsive, due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection was noted. The device was also received with minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump was exposed to fluid that may have been perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.